Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) exactamix syringe inlets had particles; the particles were on the tubing and inside the packaging. This was observed during inspection. There was no patient involvement. No additional information is available.